Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been receiving no delivery alarms, numbers are going up and down and that the pump is making a weird noise. He was trying to change the reservoir and the infusion set. The customer¿s blood glucose was 390 mg/dl. During prime rewind troubleshooting, the customer said that he isn¿t able to exit the preparing to prime loop. He was advised to hold the act button down until he received the 2nd series of beeps and/or numbers appeared on his display. The customer stated that the numbers appeared. He declined troubleshooting for the high blood glucose because he had just had something to eat and so he stated that he treated with the pump. During the no delivery alarm troubleshooting, the customer said that the alarm did not occur during manual prime and that it was resolved by a complete set change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis. The infusion set and reservoir are not returning for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.